Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device did not discriminate non-sustained ventricular tachycardia and the patient had to be resuscitated. The device was reprogrammed to resolve the event and the patient will continue to be monitored. The patient is in stable condition.